Event description:
Daughter reported that wheel cracked on rolling walker and patient fell. Patient injured shoulder and facial area with fall per daughter. Patient is currently inpatient at (B)(6) hospital